Manufacturer narrative:
Not applicable.

Event description:
A u.s. Distributor contacted zoll to report that a patient developed a sore under the lifevest equipment. Patient described the area as rubbed under left breast area. There was no alleged device malfunction contributing to the sore. The patient¿s physician advised removing the device for the sore. Outcome of the irritation is unknown.